Manufacturer narrative:
Batch review performed on 21 october 2020: lot 1810834: 120 items manufactured and released on 04-mar-2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner 8 months after the primary surgery. The cause of the dislocation is unknown. The surgeon converted the mpact cup to a dual mobility cup, and revised the liner. The surgery was completed successfully. The ball head is a competitor product. The surgeon used posterior-lateral approach during the primary surgery.